Manufacturer narrative:
Follow up conversation with physician reporting the event. Conclusions: pt's condition predisposed to the event.

Event description:
A pt underwent a functional anesthetic discography procedure at l1/2, l2/3, l3/4 disc levels. A few days following the procedure, the pt was reported to be not feeling well. Pt was admitted to the hospital and an MRI confirmed bilateral psoas abscesses and an epidural abscess at the l3/4 disc level; cultures of the pt's blood and abscess were positive for staphyloccocus epidermidis. The pt was treated with antibiotics. Subsequently, it was determined that the pt had osteomyelitis at the l5 level and was undergoing further antibiotic treatment.